Event description:
It was reported that during interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared upon re-interrogation. The patient was in good medical condition and a routine follow up would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.